Manufacturer narrative:
(B)(4). Investigation summary: the device was not returned for inspection and eval; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk mgmt file associated with our mammomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.

Event description:
It was reported by the sales rep after the physician retrieved the samples, the clear probe function was performed. The marker was deployed and removed from the probe individually. Post stereo images were taken and user was unsure of image in biopsy cavity. Another marker was deployed and post stereo images were completed with no issues noted. The pt was released under normal post biopsy instruction. While checking the images post-biopsy, the mgr was unsure of the object in the image. Both markers used in the procedure were retrieved and it was noted the tip had sheared off on one device and the collagen was stuck inside the probe. Additional info: the sales rep advised the pathology came back as fat necrosis and a surgical procedure will be scheduled at a later date solely for the tip removal. No pt consequence reported at this time. A biocompatibility letter was sent to the account, as requested.